Event description:
Information received indicates sparks came from the bed when plugged into the ac wall outlet.

Manufacturer narrative:
The hill-rom technician investigated and found the power limit cable was damaged by the drive. A new cable was shipped to the facility for repairs.